Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired partial, with the cutline and staple line equal in length. The device was removed from the tissue . A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that the ple60a device was received in good visual condition and with an ecr60g cartridge loaded on the device. The returned reload was fully fired. Upon further inspection, the damage was found on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.